Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that invalid trending data was observed on a remote transmission from the cardiac resynchronization therapy pacemaker (crt-p). Questionable capture was also observed on the right atrial (ra) lead. The device and lead both remain in use. No patient complications have been reported as a result of this event.